Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the user was unable to secure the battery cap to the pump case per the instructions for use (IFU) and thus the pump was displaying an intermittent-power issue, which is identified by the presence of power-reboot events. This complaint is being reported solely against the battery cap, as the battery cap was within warranty. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This complaint is being reported solely against the battery cap. The cap has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.